Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support assistance, and error message did not return, after which customer successfully started new sensor session.